Manufacturer narrative:
Over 18. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure was indicated due to an unspecified stenosis. A non-bsc guide wire was inserted into the cell of the previously implanted non-bsc stent. An unspecified "7fr sheath introducer 12cm was tried to advance". An unspecified "9fr ptcs tube was advanced and dilatation was performed". An express-biliary ld, pmtd, 8.0x40x75cm stent was advanced through the cell of the previously implanted non-bsc stent, resistance was encountered and the physician was unable to cross the previously implanted stent. It was noticed that a distal stent strut appeared "lifted". The device was removed and the procedure completed with the implant of a wallflex uc 4cm. There were no patient complications reported with the patient's current condition listed as "good".